Event description:
It was reported that the brake adjuster is worn and fatigued and breaks off and the brakes would not function as specified. There was no pt involvement. No adverse consequences were reported.